Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was inserted. A 27mm watchman flx pro delivery system and closure device (wds) was inserted. When the physician exchanged the 27mm wds for a 24mm wds, small air bubbles could be seen on fluoroscopy. The was exchanged for a new was to complete the procedure. Ultimately the 27mm wds was exchanged for a 31mm wds and the closure device was implanted after meeting release criteria. The procedure was concluded with no further interventions. The physician thought it was the y-adaptor (hemostatic valve) that was defective on the was that caused the air entry. The scrub technicians believe the air entry occurred as the tuey was kept open by the operator and injecting, as well as the rapid insertion of the wds.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman trusteer access system (was) was analyzed and the reported event of air embolism was not confirmed. Device analysis consisted of functional testing, which was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Inspection of the device revealed no damage or defect. As the operator kept the valve open while rapidly inserting the delivery system, it was considered most likely the reported event occurred due to unintentional use of the device.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was inserted. A 27mm watchman flx pro delivery system and closure device (wds) was inserted. When the physician exchanged the 27mm wds for a 24mm wds, small air bubbles could be seen on fluoroscopy. The was exchanged for a new was to complete the procedure. Ultimately the 27mm wds was exchanged for a 31mm wds and the closure device was implanted after meeting release criteria. The procedure was concluded with no further interventions. The physician thought it was the y-adaptor (hemostatic valve) that was defective on the was that caused the air entry. The scrub technicians believe the air entry occurred as the tuey was kept open by the operator and injecting, as well as the rapid insertion of the wds.